Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The product support engineer (pse) advised the customer to ohm the speakers and see if they are open. The pse had the customer to swap the connections of both front speakers to see if the speaker needs to be replaced. Informed him that both primary speakers are mounted on the front and the backup speaker is on the cpu brd. Failure analysis of the returned part indicated root conclusion: the motor controller (mc) pcba was tested and no failures were identified. The 1102 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported primary alarm failed (e/c 1102). There was no patient involvement.